Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-mar-2026, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor was used in the patient¿s superior glenoid during a slap repair. After an initial mallet tap, the surgeon withdrew the inserter from the drill guide to readjust the drill site. The inserter was placed on the sterile mayo stand and later reinserted into the drill guide. The anchor was implanted successfully. Following implantation, the surgical technician observed that one tine on the forked inserter tip was missing. The missing tine was not located on the sterile field or within the joint. An intraoperative shoulder x-ray was performed, and it did not show evidence of a retained fragment. The issue was discovered during the procedure on 03-mar-2026. No patient harm was reported. Additional information was received on 09-mar-2026: no estimate of procedural delay or additional anesthesia time associated with the intraoperative imaging performed at the end of the repair was provided. It was also not indicated whether any additional anchors were implanted following the issue. No adverse effects were reported during or after the procedure.